Event description:
An olympus territory manager reported to olympus technical assistance center (tac), the paddle release switch in the socket of the visera elite video system center was broken. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, video connector latch was worn out causing poor connection with pigtails, and it was recommended that the video connector be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h4 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged release button could not be determined. It is possible that the release button was damaged due to deterioration caused by repeated push operation of greater strength than the product's specification. Olympus will continue to monitor field performance for this device.